Manufacturer narrative:
Teaima, a.a., mostafa, b.e., nabil, k.m., and mady, o.m. Stapler versus manual suturing for pharyngeal closure in total laryngectomy the annals of otology, rhinology & laryngology 2025, vol. 134(5) https://doi.org/10.1177/00034894241308403 pages 320¿325. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study including 91 cases of laryngeal carcinoma requiring total laryngectomy was completed between 2015 and 2022. Pharyngeal repair was completed with either suture or stapler. Tristaple gia or a competitor open stapler were used in the staple repair group. Complications included pharyngocutaneous fistula. Interventions mentioned include prolonged hospital stay. Non-device related complications include surgical wound infection.